Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip fracture occurred. During the procedure the tip of the 182cm pt graphix guidewire fractured. The guide did not break completely and it was retrieved completely by the physician without any complications. The procedure was completed with another pt graphix guidewire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device has the distal tip kinked. All dimensional measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip fracture occurred. During the procedure the tip of the 182cm pt graphix¿ guidewire fractured. The guide did not break completely and it was retrieved completely by the physician without any complications. The procedure was completed with another pt graphix¿ guidewire. No patient complications were reported and the patient status is stable.